Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion and displacement test. Unable to confirm the motor error alarms. The motor was tested outside the unit and passed. However, the device was unable to prime during the prime test as a result of a loose/flush drive support disk. The unit was received with cracked case at lcd window corners, reservoir tube and battery tube threads, scratched screen, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times while priming. The blood glucose reading was 128mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that the device was exposed to a high magnetic field while having an x-ray on the foot. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.